Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 functional mitral regurgitation (mr) and friable leaflets for a mitraclip procedure. Two mitraclip ntws were implanted successfully. The mr was reduced from grade 4 to 1. On (B)(6) 2024, the patient presented with dyspnea and a single leaflet device attachment (slda) was noted on the discharge echocardiogram. One of the two clips implanted (the one implanted central on anterior and posterior leaflet segment 2 [a2p2]) was detached from the posterior leaflet. Severe mr was observed between the 2 original clips. Per the physician, friable leaflets were thought to be one of the reasons for the slda. On (B)(6) 2024, the patient underwent a redo mitraclip procedure to treat the recurrent mr. The target zone was between the 2 original clips. A steerable guide catheter (sgc) and xt (lot 30508r1091) were prepared as per instructions for use (IFU). After deployment, the xt clip opened to about 30 degrees from 5 degrees. It was noted that there was some device settling (less than 15 degrees) during establish final arm angle (efaa) at pre-deployment. Despite the settling, efaa was considered to be successful. Residual mr was moderate-to-severe. Another xt was thus prepared as per IFU. The physician implanted the second xt lateral to the first xt, with an optimal mr reduction. During efaa at pre-deployment, the clip opened to 20-25 degrees. Before opening the clip arm angle was at 15 degrees due to the amount of tissue and tension on the clip arms. The clip was wedged in between two other clips and impossible to remove without damaging valve. Post-deployment, the clip opened to 30 degrees. Per the physician the first xt opened due to the previously 2 implanted clips causing tension on the leaflet/system, but after successful efaa the clip should not have opened despite the anatomy. The mr was reduced to moderate.

Event description:
Typo in the initial report: previously stated pre-deployment, and intended to state 'deployment': it was noted that the clip was initially closed to 5 degrees and there was some device settling (less than 15 degrees) during establish final arm angle (efaa) at deployment.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked and clip open during efaa were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additionally, this event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer, and the reviewer stated that ¿one (1) fluoroscopic still image was provided in which four deployed clips can be visualized. This indicates that the image was taken during the second procedure ((B)(6) 2024) after the fourth clip was implanted. Per the incident details, two ntw clips were implanted during the first procedure ((B)(6) 2024). In the follow up procedure, two xt clips were implanted. Both xt clips were implanted in between the two ntw clips. The first xt clip (lot 30508r1091) was implanted and, reportedly, the opened to an arm angle of ~30° post deployment. The second xt clip (lot 31122r1115) was implanted lateral to the first xt clip. It was reported that during efaa the clip opened from 15° to 20° - 25° and "due to the amount of tissue and tension on the clip arms". Based on the information provided, the two centrally located xt clips in the image are the reported devices for post deployment cowl. Both clips exhibit an arm angle of ~30° - 40°. While this is an estimation based on visual assessment with the unaided eye, it is apparent both xt clips are opened to a larger degree beyond the fully closed position (~10° - 20°) per the instructions for use which is indicative of a post deployment cowl. Comparatively, both xt clips present with larger clip arm angles than the two ntw clips implanted during the first procedure, neither of which were reported for cowl. There are no other observations based on the image provided.¿